Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, operating an ilet pump with a 6 mm cannula and 23-inch steel infusion set, believed they initiated a rewind inadvertently and did not complete the process, then disconnected and opened the pump screen; the agent advised completing a full supply change when supplies are available and the user agreed to call back for guidance if needed. Symptoms included hyperglycemia with a reported blood glucose of 200 mg/dl. Outcomes included no hospitalization, no injuries, and no alerts or alarms. Investigation included troubleshooting and education over the phone regarding supply change procedures. Investigation of this case revealed cause unclear for the hyperglycemia, with no device alarms and no confirmed device malfunction identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.